Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had massive genital bleeding and required a red cell concentrate (rcc) transfusion of less than 4 units on (B)(6) 2021. The patient was treated with warfarin and aspirin.

Manufacturer narrative:
Manufacturer's investigation conclusion: there were no device-related issues reported or identified through this evaluation. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate 3 lvas IFU is currently available. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate 3 lvas no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the ventricular assist device (vad) implanted was not a heartmate 3.